Manufacturer narrative:
The facilities biomed cleaned and degreased the hi/low drive and brake assembly to repair the bed.

Event description:
The facility indicated that when the bed is lowered and the switch is released, the bed continues to drift.